Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon conclusion of the investigation, a definitive cause for the noted failure could not be determined. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male patient was implanted with an impella device for mechanical circulatory support. During support, high purge pressure/purge flow low alarms were triggered. Lysis treatment was attempted but the purge pressure remained high and the decision was made to explant the pump. The patient was transferred to a left ventricular assist device (lvad) for ongoing support. There was no patient harm.